Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received a device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed the visual assessment due to a missing tubing label. Service evaluation verified the missing tubing label. The missing tubing label was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device was observed to be missing a tubing identification label. There was no patient involvement. No additional information is available.